Event description:
It was reported that this right atrial (ra) lead exhibited high pacing thresholds and once saw under fluoroscopy, it was noted that the lead was dislodged. This lead was explanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).